Event description:
Hcp reported the pt presented with decreased pain control, nausea, and sweats. A catheter dye study was done that showed the pump connector was severed. The pt was put on oral analgesics and the connector was revised. The pt is doing quite well presently.